Event description:
While testing drill, screw broke off of drill and landed outside of sterile field.

Event description:
While testing drill, screw broke off of drill and landed outside of sterile field.